Manufacturer narrative:
He intellanav mifi oi catheter was returned to boston scientific for analysis. The reported event of noise and poor quality signals was confirmed. Visual inspection noted foreign material in the irrigation holes. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The continuity test was performed and no problems were detected. The noise signals of the device were verified during an radiofrequency (rf) ablation test by using a maestro generator 4000 and a metriq irrigation pump connected to a rhythmia mapping system, the device was able to complete an rf ablation test. Noise values were found out of specifications.

Event description:
Reportable based on device analysis completed on june 14 2022. It was reported that during an ablation procedure with an intellanav mifi open-irrigated catheter to treat atrial flutter, noise/poor quality signal issues were encountered. The issue did not improve with ablation or after time. The cable was replaced without resolution. The catheter was replaced without resolution. The system was restarted, however, the noise persisted. Both the cable and catheter were replaced again and the procedure was completed successfully without any patient complications. However, device analysis revealed foreign material in the irrigation holes .